Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was returned. The investigation reported issue was confirmed for the reported pressure gauge issue. The definitive root cause is unknown. The device is labeled for single use. Corporate lot no: pid1907091.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model id4030 inflation device allegedly experienced incorrect or imprecise readings. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device has not been returned for evaluation. Since no sample was returned and no objective evidence was provided the investigation will remain inconclusive for the reported incorrect or imprecise readings. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model id4030 inflation device allegedly experienced incorrect or imprecise readings. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.